Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: DHR. Complaint trend. Visual inspection. Results: device history record reviewed for this product ID serial # (B)(4) manufactured on october 31, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history on file. No manufacturing or design related trend has been identified. Full kit received, guard clip received but not installed. Tools, width clips and wall cord in perfect condition and work correctly. Unit runs without oscillating pin movement. Head assembly is out of calibration on the cap side (-0.0032) in calibration on all other points. Cap side only 0.0002 out of calibration and within .001 of the bushing side (-0.0029) unknown if head calibration would cause graft issues but complaint is not a graft issue and calibration is only slightly out and within .001 from side to side so it¿s doubtful this would cause graft issue. Small impact marks found on the center of the gauge bar, eccentric screws grooved show usage and knob was moved while set screw locked causing damage to the calibration scale. Internal assemblies found in clean functioning condition except pinion gear loose from motor and wires are cracked with faded color, possible due to high heat sterilization. Unknown reason for motor / pinion gear failure, this is the first such failure in the us conclusion: in summary the end users reason for return was verified. The most likely reason could be due to the loose pinion gear.

Event description:
It was reported the device was malfunctioning. It was reported that although the device was in contact with the pt, there was no pt injury.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a f/u MDR submission.